Event description:
According to the reporter, the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site (back), the pod's cannula was found to be dislodged. As treatment a new pod was applied and blood glucose levels subsequently declined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.